Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An easycap, carbon dioxide (co2) detector was returned for investigation. The sample was returned opened and the paper color was yellow. We are unable to review if the product failed out of the package as the returned product was not in a sealed package. A device history record review of the reported lot number confirmed that the product was produced accomplishing all quality requirements . The reported malfunction could not be duplicated.

Event description:
A report was received stating a carbon dioxide detector did not change colors when the device was connected to a patient. The device was successfully replaced with a similar detector with no harm to the patient reported. There is no death or serious injury associated with this event.